Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display with a reddish contrast. The bolus button cover was missing and the investigation was unable to test the functionality of the button. All the keypad buttons responded properly. The auditory and vibratory features were operational. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was discolored. This report is made based on the results of investigation completed on (B)(6) 2015.